Event description:
Initial report: this medical important spontaneous case report from (B)(6) was reported by a physician on (B)(6) 2010 - local reference (B)(4). This case involves a female patient who initiated therapy with poly-l-lactic acid in 2007. No other treatment details were mentioned. The physician stated that the patient developed cushing's like syndrome on an unknown date. No additional event details were reported. Relevant medical history and concomitant medication information were not mentioned. Action taken/corrective treatment/outcome - unknown. Physician's causality assessment: not provided. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2010: cushing's-like syndrome is an unlisted event for sculptra. This case contains very little information and no information on the patient's previous medical history, concomitant medication, or indication for use, therefore, insufficient data to make a complete determination of causality.